Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss). Upon interrogation, impedance measurements in unipolar configuration were approximately 400 ohms, and were 540 ohms in bipolar. It was noted that the daily measurements showed a decrease in impedances from 550 ohms to 400 ohms approximately 10 months ago, so it was noted that this could have been when the lss occurred. There were also stored atrial tachy response (atr) episodes noted, which boston scientific technical services (ts) discussed were likely due to unipolar sensing and muscle noise. Noise and oversensing were able to be recreated with isometrics in unipolar but not in bipolar. The patient was programmed to bipolar configuration and impedances were normal. It was noted that the patient was not pacemaker dependant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.